Manufacturer narrative:
Additional information received on 21 june 2016 and includes: the pain is due to untensioning of ligaments. Additional information received on 06 july 2016 and includes: both knees were revised with a poly swap due to loosening. Both legs have the same problem. Batch reviews performed on 18 july 2016. Lot 102018: (B)(4) items manufactured and released on 06 october 2010. Expiration date: 2015-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert uc fixed size 2 / 14 mm, code 02.07.0214fuc, lot. 104099 (k090988) (B)(4) items manufactured and released on 08 february 2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. The medical affairs director reported on (B)(6) 2016 that it is not possible perform a clinical evaluation due to the lack of information. No further investigation can be carried out. On (B)(6) 2016 it was prepared a final report with the information submitted in this initial report. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in complaining of pain. The cause of pain is unknown at this time. The surgeon plans to perform a bilateral poly swap. The revision is scheduled.